Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly. Once a final investigation is completed, a follow-up report will be provided.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault alarms. The customer reported there is no patient involvement associated with the event.